Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners.

Event description:
Customer reports to have received motor error alarms, no delivery alarms and was hospitalized. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer is able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 508 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin IV drip. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for no delivery due to insulin pump being replaced due to motor error alarms. No further information provided.